Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the device was internally contaminated, its lower case was broken, that it would not interrogate and failed incoming testing. The cable was replaced with a known good one and the device then interrogated and passed functional testing. The device was to be scrapped.

Event description:
The radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.